Event description:
Ventilator alarmed audible and visual that machine was running on battery operation. Ventilator was connected to electrical outlet. Electrical burning odor eminating from the ventilator. The ventilator was pulled from operation for clinical engineering evaluation. Evaluation revealed failed ac/dc power converter.